Event description:
It was reported that the device went into backup vvi mode. Suspected emi interference. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
As received, battery depletion was found. The MRI exposure likely contributed to the noted depletion. The device was tested in our automated testing equipment and no anomaly was detected. The device met all test specifications.